Manufacturer narrative:
One medfusion pump was received with the top and bottom cases in excellent condition, a cracked right plunger case and no visible contamination. The event history log was reviewed and there was a primary audible bgnd error message in the history. Power up, infusion and occlusion tests were performed. The reported issue was unable to be duplicated. The interconnect flex cable was connected to the main board and glue was intact on j9 connector. The cause of the issue was unable to be determined. According to troubleshooting in the service manual, the background self-test sensed no current flowing in the primary speaker. There was no external damage found on the interconnect board or speaker, but they were replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a primary audible background (bgnd) error. There was no reported adverse event.